Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for no power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for no power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reader(B)(6) was returned and investigated. The reader was visually inspected and no damage was observed. Reader did not power on. The returned reader was further de-cased and investigated. Visual inspection was performed on the reader¿s pcba (printed circuit board assembly) and burn marks were observed. Further visual inspection was performed on the returned de-cased reader and liquid contamination on the printed circuit board assembly (pcba) was observed on capacitor component c47.further contamination and corrosion were observed on capacitor component c35. The burn marks were observed on inductor component l6.the returned reader was connected to a computer via a new and unused usb/charging cable. The returned reader was observed to be able to communicate with the computer using approved software. Although the reader did not appear to turn on. The usage data was extracted and reviewed. Bench testing was performed on the reader. The reader was unable to power on using button depression, strip insertion or known good usb/charging cable insertion. The returned battery was measured using a digital multimeter, which is not within the specification. A new and unused battery was used for the rest of testing, the reader still did not power on. The reader was monitored under a thermal camera during operation and no hotspots were observed. From further circuit analysis, the l6 inductor component that was observed to have burn marks and the c35 capacitor component are critical to the functionality of the backlight control circuit. U4, the boost converter integrated circuit (ic), relies on l6 and c35 components to function properly; the deterioration of both components will cause the backlight to not light up. This then will cause the customer to observe that the reader is not turning on. The cause of the deterioration of the c35 capacitor component was due to liquid ingress on the reader pcba. Further evidence of liquid contamination on the pcba can be found on capacitor component c47. The liquid contamination affected capacitor component c35 to the extent that corrosion could be observed; this leading to the l6 inductor being damaged due to the excessive current flow into the component. This resulted in the reader backlight display not working as well as caused the burn mark. Therefore, the issue is not confirmed to use due to liquid contamination on pcba. At this time cable and adapter has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.